Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred post implant of the implantable cardioverter defibrillator (ICD) system. The device system was explanted. A new system was implanted approximately four years later. No further patient complications have been reported as a result of this event.